Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, thermal damage, isolated to the component e3 (ferrite) was observed on the device's system board.